Event description:
Following a pulmonary vein isolation procedure using a brk transseptal needle, a pericardial effusion occurred. During ablation of the pulmonary veins using a non-sjm ablation catheter, a pericardial effusion was noted via fluoroscopy; however, the patient was asymptomatic. A pericardiocentesis was then performed. The patient remained stable and has recovered fully. There were no performance issues with any sjm device.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Additional information received from the physician indicates there were no performance issues with sjm devices and sjm devices did not contribute to the pericardial effusion.